Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed eccentric lesion being treated was located in the severely calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a 2.5 mm and 3.0 mm voyager balloon (10-15 mm length). The 2.50x24 mm taxus express2 drug eluting stent was unable to cross the lesion. Then the physician placed a 3.00x16 mm taxus express2 stent. The physician wanted to place the original 2.50x24 mm taxus express2 drug eluting stent distal to the 3.00x16mm taxus stent, but it would not cross the severe angulated area. The physician removed the stent delivery system and the stent was not found. The physician cut open the sheath, but did not find it. The procedure was completed with a 3.00x16 mm taxus stent. An ultra sound performed 1 day post the procedure revealed no additional info. No additional pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.